Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post operatively, the patient reported eye pain prompting a visit to the emergency room, where a scratched cornea was suspected, although no ophthalmologist was available to confirm this. She had been prescribed ketorolac, an anti-inflammatory drug, but discontinued its use on her regular doctor's advice due to a suspected allergic reaction, which resulted in symptom improvement. Patient has dry eye and was informed it was a side effect and takes eye drops, she also takes gabapentin for osteoarthritis. Her ophthalmologist confirmed the lenses are placed correctly and it may take 3-6 months for her brain to accept the lenses. The suspect iol is not available for return as it remains implanted. No further information is available.